Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30398188l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular tachycardia ablation with a pentaray nav high-density mapping eco catheter. Two ring electrodes appeared missing, without the electrodes visible inside the vessel. Foreign body retained and surgical intervention was required. During procedure, physician had difficulty advancing the pentaray catheter into lv through the aorta. He tried doing so by curving the catheter inside the aorta, and then pulled it back to straighten the tip. Pulling back the catheter down to the right femoral artery, where the access point was, the catheter got stuck and could not be moved. Neither forward, nor backwards, despite the maneuvers. Then physician decided to access the right femoral artery retrogradely through the left femoral artery. Using a long sheath and a guide wire, he reached the location of the stuck catheter and with a snare, managed to grab a spline of the catheter and by pulling it managed to straighten the tip and retrieved the catheter from the right femoral artery. Initial access from right femoral artery was through a short 8f sheath. The sheath was an arrow introducer sheath, 8f. Upon retrieval of the catheter, two ring electrodes appeared missing, without the electrodes visible inside the vessel. Finally, electrodes were not able to be located anywhere. The patient outcome of the adverse event was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. The physicians opinion on the cause of this adverse event: physician considered this an anatomical issue in combination with his maneuvers trying to straighten the catheter inside the artery. He pulled it back until the lower part of the artery being in maximum deflection. No further intervention other than the technique with the snare from the left femoral artery to release the curve of the pentaray and be able to retrieve it through the right femoral artery introduced sheath. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed based on a received photograph of the complaint device. It was reported that an unknown patient underwent a ventricular tachycardia ablation with a pentaray nav high-density mapping eco catheter. Two ring electrodes appeared missing, without the electrodes visible inside the vessel. Foreign body retained and surgical intervention was required. During procedure, physician had difficulty advancing the pentaray catheter into lv through the aorta. He tried doing so by curving the catheter inside the aorta, and then pulled it back to straighten the tip. Pulling back the catheter down to the right femoral artery, where the access point was, the catheter got stuck and could not be moved. Neither forward, nor backwards, despite the maneuvers. Then physician decided to access the right femoral artery retrogradely through the left femoral artery. Using a long sheath and a guide wire, he reached the location of the stuck catheter and with a snare, managed to grab a spline of the catheter and by pulling it managed to straighten the tip and retrieved the catheter from the right femoral artery. Initial access from right femoral artery was through a short 8f sheath. The sheath was an arrow introducer sheath, 8f. Upon retrieval of the catheter, two ring electrodes appeared missing, without the electrodes visible inside the vessel. Finally, electrodes were not able to be located anywhere. The patient outcome of the adverse event was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. Device investigation details: however, a picture showing catheter splines was received for analysis, the pictures received were reviewed and it was confirmed some electrodes had lifted/sharp edges. The photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. A manufacturing record evaluation was performed for the finished device 30398188l number, and no internal action related to the complaint was found during the review. Customer complaint cannot be confirmed. However, the device has not been returned for analysis. Therefore, it is not possible to determine the root cause of the failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).